Manufacturer narrative:
(B)(4) blade will not advance. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Results: the actual device involved in this event was returned for evaluation. The blade failed to advance and failed to rotate during the evaluation. Furthermore, it is likely that the blade didn't rotate as intended as a result of the accumulation of tissue during the procedure.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2012. During the procedure, the blade would not advance. A second device was opened and the case completed with no adverse patient consequences.